Manufacturer narrative:
The test strips were requested for investigation and have not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is lay user/patient.

Event description:
We received an allegation of questionable inr results for one patient tested with a coaguchek xs meter with serial number up(B)(4) compared to a coaguchek pro ii system with an unknown serial number. The result from the coaguchek xs meter at 4:45 pm was 1.6 inr. The result from the coaguchek pro ii system at 6:48 pm was 2.7 inr. The initial therapeutic range was 2.0 - 3.0 inr. Because of the difference between the measurements of coaguchek xs and coaguchek pro ii, the therapeutic range was adjusted to 3.0 - 3.5.